Event description:
During follow up, increased rv threshold was noted. R-wave amplitude and impedance were unchanged. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.